Event description:
Customer reported a malfunction on the pump, identified as malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided information on how to reset the pump and assisted with the process. After the reset, the malfunction did not occur again, and the customer was instructed to continue using the pump and to call back if the issue recurred. Customer acknowledged and understood the instructions.